Manufacturer narrative:
Date of event: unknown. Initial reporter phone#: (B)(6). Investigation: investigation summary: by the evaluation of the physical sample provided by the customer it is possible to verify the presence of small size hair inside the cylinder body in the final portion along with the stem. Due to the fact that the product has tip cap (shield) the process of fixing the tip cap is done manually and without gloves because for such activity it is not necessary to use it, since the members follow the hygiene procedures / standards and good manufacturing practice (gmp). Therefore, through the assembly flow of the material it is assumed that contamination during the process may have occurred. Based on the investigation carried out and through the evidences presented, the defect reported by the client is confirmed. However, bd has a system of good manufacturing practices in which operators receive guidelines established in the quality procedures related to the cleaning and conservation of the factory, with cleaning and sanitizing actions of the manufacturing areas established in gg 048 0 ibw, procedures on and hygiene, which mention that only allowed to enter places of manufacture with the use of appropriate gowning ((B)(6)) and after the hygiene of the hands to avoid contaminations. The use of correct gowning inhibits the possibility that some external dirt is carried into the productive area. Also as established by the procedure gg 028 0 rqs is prohibited the entry and consumption of food, use of accessories or belongings in the production area, thus avoiding the presence of substrates in the manufacturing process. Therefore, we treat this situation as something punctual and non-recurrent in the manufacturing process. Investigation conclusion: bd was able to duplicate or confirm the failure mode indicated by the customer. Root cause description: by the evaluation of the physical sample provided by the customer it is possible to verify the presence of small size hair inside the cylinder body in the final portion along with the stem. Due to the fact that the product has tip cap (shield) the process of fixing the tip cap is done manually and without gloves because for such activity it is not necessary to use it, since the members follow the hygiene procedures / standards and good manufacturing practice (gmp). Therefore, through the assembly flow of the material it is assumed that contamination during the process may have occurred.

Event description:
It was reported that a hair was found inside a bd plastipack¿ syringe before use. No injury or medical intervention.

Manufacturer narrative:
Correction: new information received from customer regarding awareness date, product type, lot # and catalog #. New record created and will be submitted under a new MDR # 3003916417-2017-00106. Cancel MDR # 3003916417-2017-00083.